Event description:
As reported, approximately 7 years postop the initial tka, this patient info is unknown, this patient presented with a painful knee, not septic. A revision was completed with no issues communicated during and following. The device to return. N° patient file/ arago: (B)(4).

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
(H3) the revision reported was likely the result of tibial insert disassociation and rotational mismatch between the femoral and tibial components, which likely caused the patient¿s reported pain. The tibial insert disassociation may have been due to patient-related conditions, a post traumatic event, incomplete seating of the tibial insert at the time of implantation, instability, or any combination of these possibilities. The most probable root cause associated with the reported event of "device dislodged or dislocated" is associated with the device not remaining in an expected location.